Manufacturer narrative:
The device was not returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Citation: peng zhao wei, shen jin. ¿ curative embolization with onyx for brain arteriovenous malformations a clinical study.¿ j intervent radiol. Vol.22, no. 2; 2013. Mdrs related to this report: 2029214-2017-00526 2029214-2017-00527 2029214-2017-00528.

Event description:
Medtronic received information through review of literature review that microcatheter entrapment due to difficulty in extraction was reported in three patients with the use of onyx. The microcatheters used in this cohort, were marathon and ultraflow, however, it is unknown which catheters were used in these three cases. There was a total of 40 patients with brain arteriovenous malformation (bavm) treated between august 2008 and august 2012 with onyx.